Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding a patient who was implanted with a spinal product type for vertebral compression fracture at t8. It was reported that cement leaked out of anterior to the vertebral body and traveled into lung area causing a pulmonary embolism. Patient developed chest pain and was placed on blood thinners. Patient was hospitalized for an extra day. Procedure was completed successfully with original product. Event is not related to user error. There is no malfunction with the kit.